Event description:
Upon follow up with rep/customer, it was verified the 50ml syringe shown within the photo is also impacted. Initial details reported: coating/dirt on the inside, which looks like oil. After the package is opened, the liquid dries in after a day or so. "Attached is a picture of what it looked like before the liquid dried. The liquid is clear and oily. Issue was identified before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review cannot be performed. Without the physical sample, we cannot verify if the silicone content is within specified limits. Based on the available information, a root cause cannot be established at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.